Manufacturer narrative:
Other relevant devices are: etlw1610c124ej , s/n: (B)(4); use by date: 16-feb-2019;upn: (B)(4).

Event description:
An endurant ii stent graft system was implanted in the patient for a 38mm abdominal aortic aneurysm. Via the left approach, the etbf2313c166ej was implanted, followed by etlw1610c124ej on the contralateral side. Because the physician was concerned about the patient¿s narrow terminal aorta prior to procedure, kissing balloon technique was performed using another manufacturer balloon and a reliant. It was reported that the procedure was completed successfully with no endoleaks and satisfactory blood flow. However, it was reported that on approximately 1-month post procedure, the patient was climbing a mountain when his lower right leg became numb. The patient could not walk for some time but managed to climb down the mountain and presented emergently with an unusual sensation in his leg during exercise. On CT exam, occlusion of the stent graft (limb unconfirmed) was observed. Thrombectomy was performed and the patient's condition improved. No additional stent graft was implanted and anti-platelet medication was given. As per the physician, the cause of the event was determined to be due to patient vessel morphology and a narrow terminal aorta. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
It was reported that the occlusion reported approximately 1 month post index procedure, occurred within etlw1610c124ej and did not extend up the level of the bifurcate. If information is provided in the future, a supplemental report will be issued.